Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report patient experienced a hypoglycemic event on (B)(6) 2014. Patient's sister intervened with orange juice to help recover. Patient did not report any further injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).